Manufacturer narrative:
Submit date: 9/27/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a uvc. The customer reports a catheter was inserted and pulled after it began to leak at the hub. The incident reported was placed in a male infant. There was no harm to the patient. It was placed at midnight and removed at 3:45 am due to unresolved leaking fluid just below the hub at the junction of the catheter and hub.

Manufacturer narrative:
A device history record (DHR) review was performed and no discrepancies that may have contributed to a complaint of this nature were found. The quality inspection of final visual and physical evaluation results indicated that the product met specification requirements. The product sample was received for analysis and investigation; it consisted of 12 uvc catheters. Two were received opened. The samples came inside a generic plastic bag. During visual inspection, the opened catheters revealed that the samples were manipulated as they were opened and presented blood residue. An under-water test was performed and a leak below the strain relief could be identified in both catheters, however the origin of the leak could not be observed with a naked eye. Magnified pictures were taken and holes below the strain relief were observed. As part of the evaluation, the closed packages were opened to verify if the catheter presented any defect. Under water testing was performed and no leaks were observed in the other ten catheters. The lots number 1535700106 and 1611700126 were found during this sample evaluation. Multiple components are used in the manufacture of this product. Components properties are tested by the suppliers and there are controls in place in the manufacturing site to prevent non-conforming material to be used. All dhrs are reviewed for accuracy prior to product release. In addition, during the manufacturing process, catheters are submitted to a 100% pressure testing. The defect occurred after being in use in a patient for a period of 3 hours, the new catheters received did not reveal a defective condition. Through visual evaluation it was observed that the 2 catheters returned outside the package and used in a patient presented holes below the strain relief. Due to the appearance of the catheter received it is possible that the catheter was damaged by instruments with sharp or rough edges during clinical use, resulting in a catheter leakage. It is important to consider that the instructions for use warn to exercise caution when using sharp instruments near the catheter. Do not use instruments with sharp or rough edges directly on the catheter since even a minor cut could tear or break the catheter. Do not pinch or bend the catheter back to temporarily occlude the catheter. This causes increased stress on the catheter which can lead to a leak or break. Do not use alcohol, acetone, or alcohol containing antiseptics directly on the catheter. Carefully check antiseptic solutions for alcohol or acetone. These substances may cause irreversible damage to the polyurethane which can lead to a leak or break. Ensure gloves or other surfaces which have alcohol on them are completely dry before touching or manipulating the catheter. There are a number of alternatives in the field like exposure to chemical agents, proximity to heat sources or manipulation during use that may lead to a tubing tear. Moreover, the defect found caused a leak which would be identified during assembly operations, since manufacturing performs 100% pressure testing during production. Based on the available information, it can be concluded that product was manufactured according to specifications and the device functioned as intended for the reported amount of time; therefore the most probable root cause can be considered that the issue was more likely due to damage during use caused by manipulation by the user. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.